Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the high pressure test was failed. Customer experienced a low blood glucose and the blood glucose was 80, 120 mg/dl. The customer was treated with the food. The customer stated that she had the insulin pump undergo high pressure test and it was not give any alarms. Customer reported that insulin pump system has not been in use within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.